Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a patient profiles and orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients' details and orders had not crossed. A technical support specialist stated that the issue had been resolved by asking it to reboot the app server, and the customer confirmed that the server was back, and it was crossing. The system functioned as intended after the technical support specialist investigated the device.